Event description:
Alaris pump malfunctioned twice while transporting an unstable patient to the or. The IV pump shut off without notice resulting in patient becoming hypotensive during transport. The pt was paralyzed, sedated and intubated, also on vasopressors at max dose. The entire pump shut off twice while patient being transported to or. The pt's blood pressure dropped while the nurse reprograming pump. No noticeable harm to patient present at this time. Biomed repaired pcu brain, all other devices had no problems, returned to service. Ce# 102944 pcu brain - replaced front/real panel, right/left iui ce# 102488 pca - no problem found with device ce# 72325 module - no problem found with device ce# 76750 module - no problem found with device ce# 71066 module - no problem found with device.